Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care provider (hcp) regarding a patient receiving intrathecal unknown drug via an implantable pump for unknown indications for use. It was reported that the hcp called back with the exact same sequence of alerts on the second patient of the day. The 333 code followed by the 529 code. Technical services reviewed they were seeing the pending settings code 333 following the 529 or patients who have had a motor stall and recovery. Technical services discussed double checking settings were updated appropriately and these codes should not populate upon second interrogation with the new software.